Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and undefined pacing impedance resulting in a polarity switch. The lead also exhibited varying thresholds and intermittent noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated oversensing associated with the right ventricular lead. Analysis of the data indicated the impedance of the right ventricular pacing lead was variable and beyond the expected upper range. Analysis of the data indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo . If information is provided in the future, a supplemental report will be issued.